Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high trigl triglycerides result for one patient sample from the cobas 6000 c501 module. The initial result was 355 mg/dl. The repeat result from the same analyzer was 165 mg/dl and from a vitros analyzer was 171 mg/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 29187501 with an expiration date of 30-nov-2018. A general reagent problem could be ruled out as calibration and qc were acceptable. The field service representative performed decontamination of the reagent probe and checked all of washing system, but performance testing failed. The probe was then replaced and the gear pump was adjusted. Performance testing then passed. The issue did not recur and was resolved after the service visit.